Event description:
The patient was contemplating options for surgical repositioning. The patient had ongoing pump support at home. The patient's medications were adjusted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flows was confirmed through the analysis of the submitted log files. Although the cause of the low flow hazard alarms cannot be conclusively determined through this evaluation, the center reported that pump malposition was suspected due to the continuous low flow alarms. The report of pump malposition could not be confirmed as no images were provided and no product was available for investigation. The introduction of the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) explains the pump parameters, including flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. The surgical procedures section of the hm3 lvas IFU details how to insert the pump into the patient¿s ventricle to ensure proper placement of the pump and the inflow cannula. No further information was provided. The manufacturer is closing this event.

Event description:
It was later reported that the patient was having low flows close to 0 liters per minute (lpm) and had passed out. A review of the log file noted clusters of low flow alarms. The patient was using a custom low flow software.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had numerous low flow alarms and a suspected pump malposition. The low flow alarms have not resolved. A pump malposition was suspected because of the continuous low flow alarms and imaging. Computed tomography angiography and chest x-rays demonstrated the lateral trajectory of the inflow cannula. The patient was hemodynamically stable with continuous alarms. The patient was referred back to the implanting center (cleveland clinic) for repositioning versus pump deactivation and hospice as the patient was not a transplant candidate. No further information was provided.